Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as tension in the system during the procedure, contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The valve was re-sheathed few times and attempted to be deployed. Please note that per the instructions for use, artmt600267458-b, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. After pre-dilatation, patient's blood pressure got dropped and torrential aortic regurgitation (ar) was noted. During deployment, the valve fully deployed without the lock button popping up. The valve had been re-sheathed a few times and on the final re sheath they had to use the micro adjustment grey wheel to fully bring the nose cone in due to still some of the valve being not fully recaptured. The grey wheel was then taken back to release the tension. On the final release the deployment lock button did not pop up and the valve was accidentally release. The valve landed in a deep position however only mild ar and no conduction disturbances. The valve wasn't deployed, taken out and non-abbott deployed and post dilated. There was no delay in the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During deployment, the valve fully deployed without the lock button popping up. The valve had been re-sheathed a few times and on the final re sheath they had to use the micro adjustment grey wheel to fully bring the nose cone in due to still some of the valve being not fully recaptured. The grey wheel was then taken back to release the tension. On the the final release the deployment lock button did not pop up and the valve was accidentally release. The valve landed in a deep position however only mild aortic regurgitation (ar) and no conduction disturbances. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.